Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that server plug in has foreign objects and inside of light guide lens had discoloration was found. It was determined that the server plug in and light guide lens needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the server plug in has foreign objects is cause not established and inside of light guide lens had discoloration is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.